Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the air bubbles in the reservoir. No harm requiring medical intervention was reported. Customer confirmed that there was no crack on the insulin pump and the reservoir was well inserted instruction of feeling reservoir procedure and insulin conservation were reviewed with the customer. Customer was assisted to remove the bubbles from the reservoir. The device will not be returned for analysis.